Manufacturer narrative:
(B)(6) 2015: during follow up, the customer's clinical diabetes specialist indicated that the customer had resumed using the pump as of (B)(6) 2015 and was scheduled to meet with an outside clinical diabetes educator (cde). (B)(6) 2015: upon further follow up, it was determined that the customer was a no show to the appointment. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 201 mg/dl, after addressing bg levels the previous night. Customer alleged that the pump was not delivering insulin. Customer also alleged that the pump was not delivering the right amount of insulin. System check was performed with tandem technical support, and it was determined that the customer was loading cartridge with insulin pens. Customer stated that their healthcare provider told them that that was okay. Customer was advised it is recommended to load cartridge using supplied needles and syringes. Customer expressed desire to return the pump, became upset, and ended the call before providing information on the actions they took to address elevated bg levels.